Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports doctor states they are breaking. (B)(6) 2015 doctor reports files broke while in use, piece was retrieved, no harm done. No further information available.

Manufacturer narrative:
(B)(6) 2016 integra investigation completed. Manufacture date unknown. Failure analysis, device history evaluation failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/ device history evaluation - DHR review nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none health hazard evaluation history: none root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.